Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic stone removal for treatment. It was reported that during a therapeutic stone retreival procedure this gemini basket broke off at the wire weld inside the sheath. The basket was retrieved without issue. Another of the same device was utilized to successfully complete the case. The patient did not sustain any ill effects as a result of this event. Patient condition is noted by physician to be fine. User technique and/or patient anatomy may have contributed to this event. However, compay is unable to determine the relationship between the device and the cause for this event. Company's directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force. Objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope.